Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump delivered 5 units and he changed the reservoir. There was an insulin flow blocked alarm in the alarm history. The customer went through 2 different infusion sets and reservoirs. The insulin pump timed out and would not deliver insulin after timing out. The customer received 5 or more bolus stopped alarms. The customer was able to clear the alarm. Customer's blood glucose level was 200 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self -test, sleep current measurement, active current measurement, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. The device was received with normal operating currents and no unexpected low battery alarm noted. No unexpected insulin flow blocked alarm or bolus stopped alarm noted during testing. No cosmetic damage noted during testing.